Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes >9999 ohms impedance in unipolar and bipolar configurations and suspected lead fracture.